Manufacturer narrative:
A complete lead was returned with the helix extended and clogged with dried blood and tissue. After cleaning, the helix was able to retract and extend by applying torque at the connector pin. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No anomalies were revealed with the exception of lead damage consistent with that occurring at the time of attempted implant.

Event description:
During implantation procedure, right atrial lead dislodgement was noted after the lead had been attached to the heart tissue. An attempt to reposition the lead was unsuccessful as the helix portion was unable to be retracted. The lead was replaced and the patient was in stable condition.